Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer discovered that pockets were consistently failing on auxiliary 2 drawer 3-1. The fse cleaned and reseated all contacts, and tested the system in the hardware testing application, after which the customer evaluated the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.